Event description:
It was reported that the atrial side of the external pulse generator would intermittently not turn on. It was further noted that even though the pacer was on, and power was cycled and the battery removed to reset, the generator still worked intermittently. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper and lower cases were broken, the battery drawer was broken, the battery contacts were compressed and the side bail covers and ring cover were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.